Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the jawline (jw4/jw5) and chin with two syringes of juvéderm volux®, and in the cheeks (ck1/ck2/ck4) and temples (t1) with two syringes of juvéderm¿ voluma¿ with lidocaine. The patient experienced ¿swelling and bumps¿ one week after at the temples, cheeks and parotid. Patient was evaluated almost 2 weeks post injection and severe swelling of the temples, cheeks, with associated trismus and redness and bumps on both cheeks (c4) and nasolabial folds noted. Patient injected with belotero in the nasolabial folds a few months prior. The patient was treated with benadryl, anti-inflammatory/corticosteroid and antibiotics. The following week, bumps noticed on the cheeks/ parotid (ck4). Patient developed abscess on both sides and surgical drainage was performed. Botox® applied to parotids to prevent salivary fistula and antibiotherapy was continued. Patient left for a trip with prescription of prednisone and antibiotics. On day 5 of the trip, patient called the physician to report that swelling of the temple/cheek, redness of the cheek and trismus had returned. As soon as the patient stopped the corticosteroid treatment swelling came back in the temples and periocular region. No redness or signs of infection. Patient provided additional prescription of titrated prednisone. Hyaluronidase treatment scheduled. Patient never presented any symptoms of fever, cough, trouble breathing nor symptoms of vascular complications of fillers. The symptoms are ongoing.